Manufacturer narrative:
(B)(4). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30236392m number, and no internal actions related to the complaint was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a right ventricular outflow tract (rvot) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered steam pop and cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, while ablating, 3 hours into the procedure, a cardiac perforation occurred. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. Drainage did not stop the bleeding; therefore, surgical intervention was required to stop the bleeding. Patient¿s vitals were stable post-surgery. The physician commented that there was no impression that it was forcibly operating because the contact force was 15 g and 35 w was used for ablation. There¿s no information regarding extended hospitalization. No error messages on biosense webster, inc. Equipment was reported. It is not clear whether the patient had cardiac arrest, or if they are referring to open-heart surgery. Physician¿s opinion regarding the cause of the adverse event is unknown.